Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Plastic plus on femur flipped out and is stuck behind the femur, or went into the canal and was left in the pt. Surgery was extended by five (5) mins.